Event description:
It was reported that the bed has damaged components. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
Investigation is ongoing. Results will be submitted in a follow-up report.